Event description:
It was reported that the patient was hospitalized for fainting and shortness of breath in 2007. The pulse generator exhibited no output, so it was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found the device exhibited loss of output due to a depleted battery. The premature battery depletion was caused by an intermittent high current drain, due to an "integrated circuit" (ic) anomaly.